Event description:
It was reported that the steerlock was not disengaging. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The unit was evaluated by an employee of the customer.